Event description:
Per independent repair center statement the unit was alarming or red light. The key failure was the valve operator for the 4 way valve had a worn poppet. Additional malfunctions include the sieve beds were saturated, the exhaust muffler for the muffler was clogged, the f-tube was clogged, the tie wraps were leaking, the hose clamps were leaking, and the homefill port was leaking.